Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported by the contact that the customer received multiple, intermittent occlusion alarms during bolus delivery. The customer's blood glucose level was 82 - 89 mg/dl. After one alarm, the customer changed the pump supplies and no damage was noted to the supplies. The customer declined tandem technical support's offer to troubleshoot the current occlusion and stated that a clinical diabetes specialist was to be contacted to discuss the occlusions.